Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), UDI#: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the central processing unit (cpu) was replaced. The system was functioning normally. The computer was returned to the manufacture for evaluation. After functioning testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The ent program starts and runs normally. No unresponsiveness was observed. No errors received. The manufacture date was not available at the time of the event if information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that before a clinical case the system became unresponsive and the site had to reboot several times to get the system to perform as intended. After uninstalling and reinstalling software prior for troubleshooting, the issue was not resolved. Patient was not present.